Event description:
It was reported that the patient was having pump stops at home. Log file review confirmed pump stops on (B)(6) 2022. Due to the driveline being disconnected. Healthcare providers believed the disconnect occurred at the modular cable and the patient's significant other attributed it to a loose connection. No equipment was exchanged and the patient was discharged home on (B)(6) 2022. Related manufacturer's report regarding the pump: 2916596-2022-11235.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events due to the driveline being disconnected. Although a specific cause for these events could not be conclusively determined through this evaluation, they appeared to be consistent with the report of a loose modular cable connection. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the hm3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 of the IFU, "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for modular cable lot number 7890454, was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped with the implant kit for (B)(6) on 25may2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had cognitive issues and the driveline disconnect on (B)(6) 2022 was accidental.

Manufacturer narrative:
Manufacturer's investigation conclusion review of the submitted log files confirmed pump stop events due to the driveline being disconnected. Although a specific cause for these events could not be conclusively determined through this evaluation, they appeared to be consistent with the report of a loose modular cable connection. The heartmate 3 lvas IFU, rev. C, and the hm3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions), states if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled connecting the driveline to the system controller, which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 of the IFU, "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for modular cable lot number 7890454, was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped with the implant kit for (B)(6) on 25may2021. No further information was provided. The manufacturer is closing the file on this event.